Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Reporter is an attorney.

Event description:
Reviewed medical records received on 14 may 2018. Right knee revised to address pain, and instability. Revising surgeon noted that tibia base plate appeared visually to not be loose, until a trial insert was placed in the tray. At that point, it was obvious that the tibia base plate was loose, lifting clean off the cement mantle effortlessly. The femur component was fairly well-fixed, requiring osteotomes to extract. The tibia cement mantle was well-fixed to the tibia bone, reported to be difficult to remove. The patella was retained. No product or lot code information provided for attune system. A competitor knee system was re-implanted. Doi: (B)(6) 2016; dor: (B)(6) 2017; (right knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: h6 patient code: no code available (3191) used to capture the joint instability and surgical intervention. The previous device code (loose or intermittent connection) is being corrected to the updated code which is loss of or failure to bond.